Event description:
Rptr has experienced the er1 message several times in the past. Rptr is aware of what the er1 message means; i.e., high blood sugar. Rptr stated that in one instance, after receiving the er1 message, she woke up in the middle of the night with fever, vomiting, and bad coordination. Rptr also stated at this time that her kidneys had been shut down for 2 days. Rptr then retestd her blood glucose and rec'd another of the er1 message and took extra insulin. Rptr then went to the hosp. On her way out to her car she fell down and broke her collarbone. In the morning, at the hosp, her blood glucose tested at 585 mg/dl. Rptr was diagnosed with urinary tract infection and a bronchial infection.